Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 17, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10,3331,213,67). Type of investigation #1: 10- testing of actual/ suspected device. Type of investigation #2: 3331- analysis of production records. Investigation findings: 213- no device problem found. Investigation conclusions: 67- no problem detected. The returned sample was visually inspected upon receipt with no anomaly such as breakage. It was then rinsed and dried, and the pressure drop was measured with bovine blood; it was confirmed that a maximum blood flow rate of 7 l/min could be obtained. The pressure drop met the factory's specification and no obstruction was found. Saline solution was flowed in the blood channel, as a result, no blood clot was formed. Based on the evaluation, no anomaly was found in the performance test of the actual sample; therefore, it was not possible to clarify the cause of the event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received from the distributor stating that, the patient is morbidly obese, and 5 foot 10 inches. *product was not changed out.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was high pressure excursion event. As per the distributor, the certified chief of perfusion (ccp) experience what he believes to be a high-pressure excursion event. He did not have forward flow at 3,000 rpm¿s. He changed out the centrifugal and that did not change anything. He ran the blood through the recirc line and when he went back through the oxy it then worked. The ccp confirmed that the delay was 3mins. He initiated cpb and was able to manage 2 lpm, then abruptly was not able to flow forward. The circuit was checked on his end and on the field. Tee confirmed no dissection. Cpb was discontinued after about a minute to minute and a half. He tried to transfuse through cannula with no flow. Open recirc line and had flow. Clamped recirc line and attempted to transfuse patient from pump and was successful. He decided to change bio pump head, after change was able to transfuse, he reinstituted cpb and did the case without complication. No known consequence or health impact to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).